Event description:
The device was connected to a patient described as in full arrest. Reportedly, the device continuously and inappropriately displayed connect electrodes, and analysis of patient ECG could not be performed as a result.